Event description:
Following a series of MRI chest scans of an adult male patient which lasted approximately 40 minutes, 3 skin blisters were observed on the patient's back where the ECG electrodes were placed. The pt was conscious during the scans, but did not report any heating sensation.. At the end of the scans, the pt reported feeling discomfort on his back, and the skin in the area of the electrodes was reddened. The pt was positioned in the MRI bore feet first, with the pt cable exiting the center of the MRI bore along side the pt's head. The pt's skin blisters were considered minor, and treated with silvadene skin cream. The pt was referred to his family physician for follow-up.